Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette. This was observed during fill of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The leak was further described as "solution on the floor". There were no defects or damage to the lines and bags. Renal therapy services (rts) assisted that patient in ending the therapy session. Rts advised the patient to contact their nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.